Event description:
It was reported that "the incident occurred during a med intervention, when the surgeon was about to use the hem o lok clip applier he noticed that the tip was broken into 2 pieces. The part that broke off the clip applier has been retrieved." No pt injury reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to complaint. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. The MFR will continue to monitor and trend similar complaints.